Event description:
It was reported that the cartridge was not fitting properly on the pump, with difficulty aligning along guide tracks. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer successfully filled and attached a new cartridge, though some difficulty remained, and agreed to inspect the pump and cartridge area during the next cartridge change to avoid losing insulin. The customer plans to call back when changing supplies.